Event description:
It was reported prior to using bd vacutainer® sst¿ that fifty-one (51) tubes had an abnormal additive spray pattern on the inside of the tube. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary bd received five (5) photos and four (4) samples for investigation. After analysis, one of the customer photos shows additive abnormality in the tube. The four returned samples underwent a visual inspection for additive abnormality, and one of these samples failed the inspection. Additionally, 30 retained samples were visually inspected for additive abnormality, and none of the retained samples failed for the customer-reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: additive abnormality based on customer photo and sample analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sst¿ that fifty-one (51) tubes had an abnormal additive spray pattern on the inside of the tube. There was no health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.